Event description:
A foley catheter was successfully inserted into a patient. The balloon was inflated and there was a positive urine flow. The patient later complained of feeling wet. Upon examination, the foley catheter was found to have come out and the balloon was deflated. Another foley was re-inserted.